Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a fatal error had occurred for station ms5east. The user informed that they were able to log in but were unable to perform any actions; they could not access medication and had to use the key. Reboot performed and issue still persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 24-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fatal error had occurred in station. A technical support specialist found that the database size had reached 10 gb, which prevented the station from functioning. The server purge selection ran too slowly, taking approximately 12 hours per cycle, disabled purge throttles as outlined in knowledge article (ka) - controlling the purge in es 1.5.x - 1.11.x - purge recovery - purge queue growing faster than deletion or purge failure for extended period of time, step 2.3.4, restarted the server maintenance service, and changed its startup type to automatic, rebuilt indexes to free up database space and confirmed that all uploads to the server completed successfully, backed up the station database and medstation application logs, performed a full device synchronization, and rebooted the station. The database size decreased to 7.2 gb, making the station usable, applied ka purge process fails due to duplicate entry in encounter or patient purgeable tables to fix the server purge selection and confirmed that station was functioning properly. The system functioned as intended after the technical support specialist troubleshot the device.